Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified veterinary surgical procedure, it was observed that the electric pen drive device had an intermittent operation. It was not reported if there were a delay in the surgical procedure or if a spare device was available for use. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device was functional and passed all operational specifications; and that no failures were identified. Therefore, the reported condition was not confirmed and assignable root cause was not determined. However, it was determined that there was corrosion on the motor and electronic control unit (ecu) sensor consistent with improper cleaning. If additional information should become available, a supplemental medwatch will be submitted accordingly.